Event description:
A hospital in (B)(4) a reported that two rt340 adult breathing circuits had faulty heater wires and expiratory limbs. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Lot number: 120730 and 120828. Device manufacturer dates: july 30, 2012 and august 28, 2012. Method: both complaint rt340 breathing circuits were returned to fisher & paykel healthcare (fph) and visually inspected. Results: a hole was found in the evaqua (expiratory) limb of both complaint breathing circuits, approximately 7cm away from the elbow connector for the first device (lot 120730) and approximately 68cm away from the elbow connector for the second device (lot 120828). A lot check revealed no other complaints of this type for lot numbers 120730 and 120828. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limbs were punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.